Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported, "damaged keypad, no longer working as it should," which was reproduced during evaluation. The cause was determined to be a damaged keypad overlay with the keypad overlay missing from the keypad on several keypad keys, affecting functionality of the keypad. The keypad assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad buttons had come off, and the pump is no longer working as it should during testing at the biomed service department. There was no patient involvement. No additional information is available.